Event description:
This report is based on information provided by a third party bench engineer and a technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device shows "error- restart required" after booting. The device was showing an error message as tempus has detected an error shut off and restart. The was no patient or user impact were reported.